Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for evaluation. Pictures were provided; however, a visual diagnosis could not be made from them. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the latch that closes the aseptic transfer kit housing has broken between the lid and the housing. Even though the event did not take place during the surgery, it is related to a malfunction that could potentially lead to a sterility issue/serious injury. No patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2- foreign: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.